Event description:
It was reported that during a hysterectomy, the handpiece was producing solid tones. The customer was able to continue use of the device for the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code was noted. However, a hissing sound was heard. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.